Event description:
Pt. Undergoing operative removal of infected penile prosthesis and reservoir. Upon dissecting down to the reservoir, adhesions and granulation were encountered which had adhered the bladder to the reservoir. Metzenbaum scizzors made a 1 cm. Puncture into the bladder which consequently required surgical repair.